Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff cannot be confirmed as the necessary components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.